Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had a sudden drop in battery voltage resulting in unexpected longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. The event occurred outside the us and is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in an integrated circuit. Analysis determined that the depleted battery was due to high current drain in the hybrid and was caused by a resistive short in the rfm substrate. The physical location of the short was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device identified a failure condition that disappeared during analysis.